Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. The device passed testing; however, proximal occlusion alarms were noted in the device history. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospital personnel.

Event description:
The customer contact reported a constant proximal occlusion alarm. The pump was returned biomedical department for an unspecified reason . No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, proximal occlusion alarms were found in the device history. Though requested, no additional information was provided.